Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of the light adjustable lens (lal, sn (B)(6), +19.0d). The lens was removed from the eye during the same surgical procedure and a vitrectomy was performed. A new lal (sn (B)(6), +20.5d) was implanted in the sulcus.